Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# v689338, implanted: (B)(6) 2011, explanted: (B)(6) 2012, product type: lead.

Event description:
The healthcare provider indicated that there was interstim failure secondary to lead migration. The interstim was removed for future mris. It was indicated that the patient tolerated the procedure very well, and was taken to the recovery room in very good condition. The patient was implanted for urinary dysfunction/sacral nerve stimulation.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# v689338, implanted: (B)(6) 2011, explanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
Additional information from the healthcare professional (hcp) reported the patient first started experiencing the lead migration on (B)(6) 2012. The hcp stated the lead migration was diagnosed on an x-ray on (B)(6) 2012. The hcp stated the cause of the lead migration was unknown. The hcp stated that trouble shooting performed related to the lead migration was the patient was reprogrammed on (B)(6) 2012, which worked well then the patient had an appointment on (B)(6) 2012 which she reported the interstim had again stopped working and she requested removal.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.